Event description:
Reference number (B)(4) event occurred in germany. It was reported that patient encountered infusion set tube detachment. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2024-04408), was submitted on 15-nov-2024. However, based on the description of the event, it was found that infusion tube detached from the pump but its a neria product is its serverity is two. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR.